Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. The test guardian link transmitter connect properly with carelink. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label. Unit was not confirmed for possible over delivery anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible hypoglycemia with blood glucose value: unknown mg/dl. The hypoglycemia was treated with glucose/carb intake, glucagon. The customer reported about the pump malfunctioning: can¿t suspend insulin delivery, it was appeared suspended, but sugar was dropping lower even though it was supposed to be suspended. The customer reported the following led up to the event: unknown. The event involved product(s) mmt-397a, mmt-1780kpk, mmt-332a. Troubleshooting was performed and found that customer reported pump was over delivering said that customer suspended and it appeared to be suspended but blood glucose dint went down. The customer was using the insulin pump system within 48 hours of the reported event and was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue using the insulin pump. Product return status for mmt-332a is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.